Manufacturer narrative:
Patient outcome was not provided by the reporter. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Final angiography revealed an endoleak thought to be a type ib and/or iiia. Use of a molding balloon resolved the type ib, but there was an endoleak that remained. Physician decided to take a wait-and-see approach. The cause of the endoleak is unknown. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) female patient with hypertension and hyperlipidemia underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. One flex main body graft and two iliac leg grafts were placed as labeled. Final angiography demonstrated blood flow into the sac, which appeared to be type I and type iii endoleaks around the contralateral (left) limb. Subsequent angiogram of the left leg was performed and the endoleak was confirmed. Coda balloon was advanced and repeated ballooning was performed and the leak at the distal end of the graft was resolved. However, a small endoleak persisted and the physician decided to take a wait and see approach. The patient's condition after the procedure is unknown as not provided by the reporter.